Manufacturer narrative:
(B)(4). The transmitter being used at the time of the reported event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Additionally, the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart indicated a sensor failure. Therefore the glucose reading error symbol at the time of the reported event was confirmed. The root cause was determined to be sensor noise.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a glucose reading error symbol and a hypoglycemic event on (B)(6) 2015. Patient stated his receiver displayed glucose reading error and was not alerted of low blood glucose levels. Patient lost consciousness. The patient's employer called 911 when he did not arrive at work. Patient woke up with paramedics and firemen at his home. Paramedics tested the patient's blood glucose and it was 30 mg/dl. Paramedics treated the patient with insulin. Patient's blood glucose was 300 mg/dl when the paramedics left. No further medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia which can lead to loss of consciousness.